Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 . Reference MFR report: 1627487-2017-03067. It was reported ((B)(6)) the patient experienced painful overstimulation from their back to their toes on both sides during an MRI procedure on (B)(6) 2017. The MRI procedure was aborted. The ipg was in MRI mode; however MRI is listed as a contra-indicated procedure and considered off label use with lead model 3286. The patient underwent a second MRI which resulted in the same pain during MRI and procedure aborted. Additional information received identified the patient¿s programs were deleted and the patient underwent a third MRI procedure. The patient did not experience any painful overstimulation and the MRI procedure was completed. The patient reports he suffers from "internal burns" and needed eye movement desensitization and reprocessing (emdr) therapy to help coping with the traumatic experience.